Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by faulty door latches. The field service engineer replaced all latches to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device. Preventative maintenance was performed on the device.

Event description:
It was reported when using the pyxis medstation es system that it had a tower door failure. The customer reported that an issue occurred when dispensing medication to patients. There were no adverse events or injuries reported based on this incident.